Event description:
It was reported that the implantable neurostimulator (ins) battery was low. A longevity calculation was performed, and the estimated battery life was 15 months based on the given parameters. A message appeared when the battery was at end of service/end of life. At the time of the report, the ins was registering end of life and showed 92-100% capacity used. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Follow-up information indicated that the patient had their neurostimulator replaced. It was noted that the patient was doing well since the replacement surgery and that nothing will be returned due to disposal by the surgery center, per their protocol. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3487a, lot #l68482, implanted: 2000 (B)(6), explanted: unk. Lead: model 3487a, lot #l69341, implanted: 2000 (B)(6), explanted: unk. Extension: model: unk, serial #(B)(4), implanted: 2000 (B)(6), explanted: unk. Extension: model: unk, serial #(B)(4), implanted: 2000 (B)(6), explanted: unk. Programmer: model 743, serial #(B)(4).